Manufacturer narrative:
The unit was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. The following were noted during visual inspection: scratched lcd window, broken reservoir tube lip, missing retainer ring, missing reservoir o-ring, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, missing serial number label, missing display window cover, scratched keypad overlay, scratched case. The scratches on the lcd window are severe enough to make it difficult for any user to read and navigate the menus. The unit was received without a battery cap. Unit passed sleep current measurement, active current measurement, and self tests. No unexpected blank displays and no unexpected shut offs were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing or in the adapt tool. The adapt tool confirms that the following battery related alarms/alerts occurred around the event date: 73=change battery occurred on 04/20/2023 @ 06:00:00, 11:00:00, 15:00:07; 58=failed battery test occurred on 04/20/2023 @ 15:00:43. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of unexpected shut offs was not confirmed but that of a damaged lcd window was confirmed during testing. The unit does not meet specs due to the severely scratched lcd window and the missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated that insulin pump turn off spontaneously and screen was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.